Event description:
It was reported that during a coronary stenting treatment procedure, a dissection occurred. The 70% stenosed lesion was located in a mildly calcified and mildly tortuous distal left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. After the physician placed a 3.0 x 12 mm liberte' stent in the distal lad, it was noted that a dissection had occurred at the proximal end of the stent, in the mid lad. The dissection was treated with placement of a 3.0 x 24 mm liberte' stent in the mid lad. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.